Manufacturer narrative:
A review of the component quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. No finished good lot number was provided; therefore a review of the finished good manufacturing records could not be performed. Evaluation of the returned device found a kink in the catheter material 2.8 cm from the tip of the catheter. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2017-10295 for information regarding the second device associated with this event

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that two microsensors prompted the user to press the zero transducer button after they had already been implanted. The sensors were used on two different monitors with the same results. After the sensors were removed, monitoring was discontinued and treatment continued with and evd. There was no reported patient harm or delay in surgery greater than 30 minutes.